Event description:
It was reported that stent dislodgement occurred. The target lesion was located in external iliac artery. A 7.0x30x135cm express ld iliac / biliary stent delivery system was selected to treat the target lesion. It was noted that the stent was dislodged from the delivery system. The stent was crushed against the vessel wall with a 7x27x75 express ld stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).